Event description:
It was reported that the bd ultra fine¿ pen needle would not attach to the "tresiba" pen during use. The following information was provided by the initial reporter: "finding pen needles will not fit on tresiba pen".

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 17 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle would not attach to the "tresiba" pen during use. The following information was provided by the initial reporter: "finding pen needles will not fit on tresiba pen".